Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, after inserting the lens surgeon noted a small tear in the edge of the optic and she kept the lens inserted and would decide in future if an iol exchange is needed. Additional information has been received by surgeon stating that no patient harm, issue is not resolved, prognosis is fair at the time of reporting.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge, handpiece and viscoelastic. The product investigation could not identify a root cause for the reported "small tear at edge of optic". The account indicated the product was not available to evaluate. Additional information was provided by the surgeon that there was no patient harm, the issue is not resolved, but the prognosis is fair at this time. No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).